Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer inserted new batteries and the alarm was cleared. The customer will monitor their insulin pump for future issues. The customer did not return the product back for analysis.